Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability caused by loosening of the tibial baseplate. A size 6 baseplate, insert, and 7 ps femur were revised to a triathlon ts construct. Rep confirmed that there are no allegations against the insert or femoral component, and that no further information is available.